Manufacturer narrative:
Analysis of the data provided revealed: - the device sn: (B)(6) was interrogated on the (B)(6) 2025, with the programmer sn: (B)(6) o at 09:38, the programmer tried to connect to the device, during several minutes, without success due to communication errors. O at 09:42, after rebooting the programmer, the programmer successfully connected to the device the root cause could not be determined with certainty, but the communication errors were probably caused by a noisy environment or a non-optimal inductive head positioning. Based on available data, no issue is suspected on the device.

Event description:
Reportedly, on (B)(6) 2025, during the in-clinic follow-up of a pace-maker, the interrogation of the device was launched but was not able to complete. The programmer was shut down and the battery removed and re-inserted. Afterwards, the device pm could be interrogated successfully.